Event description:
Sonicision cordless instrument started beeping. We initially thought the device needed new batteries. Then scrub tech noticed the end of the jaw was missing. A kub was ordered, c-ram was also brought in, 5 mm long piece was missing observed in pt's right upper quadrant. Surgeon unable to retrieve the foreign body. Pt waken and brought to recovery room.